Event description:
On (B)(6) 2013, it was reported that an ifi indicator with a yellow battery was seen with regards to this patient¿s device on (B)(6) 2013. The patient was referred for generator revision. A pre-operative interrogation on (B)(6) 2013 showed a non-ifi status and a green battery status indicator. Multiple diagnostics were performed to confirm with the same non-ifi results. The patient did not undergo generator revision. Review of programming history shows that the generator was last programmed on (B)(6) 2012, and the settings had not been adjusted since that time. Impedance was within normal limits throughout programming history. Review of device history shows that the device was at 2.799-2.8 v on (B)(6) 2013. On (B)(6) 2013, the generator voltage was 2.919 v.

Manufacturer narrative:
Analysis of programming and diagnostic history performed.

Event description:
Further internal investigation into this issue has been completed and the exact root cause of the reported event remains unknown.